Manufacturer narrative:
The t:slim x2 basal iq user guides states: tandem diabetes care recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (577 mg/dl) and diabetic ketoacidosis. Customer was treated with intravenous insulin. The issue was resolved and the customer was discharged on (B)(6) 2019 with no permanent damage. Tandem technical support reviewed pump data with the customer and found that the pump shutdown due to battery not being charged. Customer received multiple low battery alerts and an alarm prior to pump shutdown. Tandem technical support reminded customer to charge the pump at least 15 minutes per day according to pump user guide. Customer acknowledged.